Manufacturer narrative:
Summary of eval: the info provided & the examination results are insufficient to determine the cause of this event.

Event description:
The pt allegedly had "severe problems," and the hip was revised at some point.